Manufacturer narrative:
The suspect device has been returned for evaluation. The unit was bubble tested and the packaging was found to be compromised. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
The distributor alleged a defect in the packaging. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.